Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic wedge/segmental resection, for the first reload, the buttress material came off when the tissue was clamped and the second reload was unable to fire. A new device was used to complete the case. No injury.